Manufacturer narrative:
Information was received indicating that the event occurred during testing and no patient was involved.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in fair condition with cracked housing and a scratched screen. Functional testing involved starting the device in application and showed the device double beeped with a cassette attached. The investigation determined that an issue with the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep with cassette." No adverse effects were reported.